Manufacturer narrative:
Date sent to the FDA: 08/25/2020 additional information: d4, d8 additional h-3 summary: it was reported breakage needle. A word with two pictures were returned for analysis. Upon visual inspection of the pictures, two needle-sutures pieces on the opened foil packet. The tip of the needles appears to be damaged; however, it could not be determined if the needles were broken. No conclusion could be reach as to what may have caused the reported incident since the sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 09/28/2020 additional information: d10, h6 additional h-3 summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code sxpp1b105. A fracture was observed at the tip of the needle. The needle was received in one piece; however, an area of the tip was connect by a small fragment and was disconnected during cleaning. Only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 08/27/2020. Additional h-6 method codes: 3331. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a facelift procedure on (B)(6) 2020 and barbed suture was used. The surgeon sutured the sternocleidomastoid muscle and it was noticed that the needle tip was broken but not detached. There were no adverse patient consequences reported. No additional information has been provided.